Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that his blood glucose level was running high while he was on vacation. The customer was off the insulin pump. The customer also reported that he was hospitalized twice. A year ago, the customer was hospitalized due to a low blood glucose level. His blood glucose level was around 50 mg/dl. The customer was sleeping and his wife woke him up because his body was shaking. The customer tried to drink orange juice and soda with sugar but that did not bring his blood glucose up. The customer then went to the hospital. The second hospitalization was not due to a low blood glucose level, even though he had a low blood glucose level two days before. The customer walked into his garage and passed out. He was seeing white and might have fallen when he passed out. As a result the customer might have spinal issues. The customer's doctor believed he was having a stroke because his speech was slurred. He had CT scans and a MRI done. The device was not returned.